Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,760 units of this code-batch. There are no units in our stock. We have received 1 open and used sample that contains a thread broken. However, without any closed sample we cannot carry out an analysis in order to take a decision. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Reviewed the batch manufacturing record, this product had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that he had a problem with 1 unit of monosyn 4-0 thread (code 2023404) lot 122357. The wire broke in half and was reported by doctor, that the wire seemed to be worn out in the region where the rupture occurred. There was no harm to the patient and the wire is available for pickup if needed. " additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.